Event description:
Pain with each of the injections, swelling like a ball on top of the right knee, pain behind the right knee, bruise at the site of the injections. Info was received in 2006 from a female pt with a medical history of osteoarthritis who experienced pain with each of the injections, swelling like a ball on top of the right knee, pain behind the right knee, and bruise at the site of injections. She previously was treated with synvisc on unk dates in 2005. In regards to these adverse events she received her first synvisc injection on 22-feb-2006. The pt received three injections of synvisc into both knees starting on 22-feb-2006 and completed the series on an unk date in mar-2006. She experienced pain with each of the injections. After the third injection she experienced swelling like a ball on top of her right knee and pain behind the right knee. The pt stated that she also experienced a bruise at the site of the injections. On an unk date she received an intra-articular cortisone injection for the right knee pain and swelling. At the time of this report, the pt had not yet recovered.